Event description:
This 31 year old female had bilateral augmentation mammoplasty in 1978 or 1979. The manufacturer of the breast implants is unknown to this reporting facility. Patient now presents with breast pain and capsular construction. She has a baker-4 capsule on the right breast and a baker-I on the left breast. She also suffers from chronic fatigue and joint pain. The implants were intact upon removal. Both capsules reveal microscopically chronic inflammation and foreign body giant cell reactiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.